Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 28-sep-2022 h6: investigation summary one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, a black plastic-like particle was observed on the stopper of the syringe. Further inspection of the device identified the piece to be a detached piece of the stopper. A device history review was performed for the reported lot 2206004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This component is provided by an external supplier. Incoming inspections are performed according to procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ 30 ml syringe experienced a damaged stopper. The following information was provided by the initial reporter, translated from french to english:: preparation of a chemotherapy bag at upac. When removing solvent from the bag, the preparer realises that the black seal on the syringe plunger has a piece that is coming off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ 30 ml syringe experienced a damaged stopper. The following information was provided by the initial reporter, translated from french to english:: preparation of a chemotherapy bag at upac. When removing solvent from the bag, the preparer realises that the black seal on the syringe plunger has a piece that is coming off.